Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the thermal damage was first noticed intraoperatively. It is unknown if any arcing was observed during the procedure or what surgical task was being performed if/when arcing occurred. A bipolar instrument was used at the same time as maryland bipolar forceps (mbf) instrument. The arcing was observed from this instrument (mbf). There was no injury to the patient. It is unknown if the instrument was inspected before use or what might have caused the thermal damage. It is unknown if the mbf instrument collided with another instrument or tool during the procedure or what the surgeon believes caused the arcing. There are photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument when connected to a high frequency device the plastic part at the tip melted. The procedure was continued as planned with no reported injury.